Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   2 devices were evaluated in the field and the issue was confirmed; there was a broken/damaged component and a detached component.  The device was repaired and returned. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported there was no audible alarm. There was no patient involvement.